Event description:
Per the field clinical specialist, the regurgitation was paravalvular leak. Prior to the viv the patient was exhibiting heart failure and shortness of breath.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the field clinical specialist and from a product investigation. The following sections of this report have been corrected: b.1 (corrected to adverse event only) h.6 clinical code (corrected from 4580 to 4446) h.6 device code (corrected from 1250 to 1457). Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definite root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported from patient support, patient reported that approximately 7 months and 11 days post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, there was significant valve leak resulting in the need for a viv. The patient did not clarify if the recent valve was and edwards valve was well.